Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The device is manufactured by neometrics, inc; however, abbott vascular distributes the device and is responsible for MDR reporting.

Event description:
It was reported that this was a below the knee procedure. The surepath guide wire was advanced without issue. During an attempt to place a balloon catheter, resistance was noted with the guide wire. A new balloon catheter was going to be used, but it was observed that the coating was loose on the guide wire. This was noticed outside the anatomy and no portion of the coating was left in the anatomy. A new guide wire was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, the device was not returned. Two sterile devices from the same lot were returned. The analysis was performed by neometrics. Visual inspection of the sterile devices found no noticeable coating flakes or areas of concern. A review of the device history record of the lot in question was performed. There were no abnormalities and no non-conformities generated for this lot. All quality and manufacturing requirements were met.